Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle´s black plastic is broken/damaged.

Manufacturer narrative:
The complaint states that the handle´s black plastic is broken/damaged. The investigation confirmed that the black plastic surrounding the impactor handle had fractured. A design change was undertaken in september 2010 (eco-321614), to prevent the anti-rotation pin from loading the plastic handle in order to minimise the risk of further failures occurring (B)(4). The product concerned in this complaint is from a batch previous to this design change. Following this a dra-001725 was created under dr-000714 to investigate instruments which had the radel component and concluded that the data showed no systematic failure of extruded radel as a material for use in instruments. A hhe (health hazard evaluation) was completed (dva-108291-hhe) in which the committee decision concluded that the risk is medium and that no further action is necessary. Since this product is from a batch previous to the design change, no further actions are identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.